Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced, however, grasping was difficult, the posterior gripper did not drop. The clip was retracted into left atrium, troubleshooting was performed, but the posterior gripper still did not drop. The clip was not implanted and was removed. There was no adverse patient effect, and no clinically significant delay in the procedure. Another clip was implanted without further issues. Mr was reduced to 1-2. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The analysis of the returned device confirmed the reported gripper actuation issue as one of the gripper arms could not be lowered at all. Additionally, it was noted that the other gripper arm was only able to lower partially and was unable to lower completely. The positioning failure associated with leaflet grasping could not be replicated in a testing environment as it was related to procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis the gripper actuation issue resulting in positioning failure appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.